Event description:
User facility was testing 2 pumps prior to initial use in the clinic and found the pumps were over delivering by approximately 6-8% compared to +/- 5% expected. The pumps had not been used in a clinical setting and there was no pt involvement. The condition was confirmed by the MFR for one pump, but not the other.

Manufacturer narrative:
Additional serial number: b)(4).